Event description:
It was reported that during an initial procedure, the impactor tip fractured during impaction. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed with the device without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified the device shows signs of use with nicks and gouges near the middle of the handle as well as the distal end of the handle where the poly tip and handle meet. The strike plate also has some scratches and gouges. The grey poly impactor tip has fractured, and all pieces have been returned. The features of the fracture surface visually align in which an overload fracture failure mode was identified. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.